Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined post investigation. In addition, a failed transmitter error was found in connection to the reported allegation. No injury or medical intervention was reported.